Manufacturer narrative:
After battery installation, the unit displayed a flashing white screen due to signs of previous moisture presence and corrosion on electrical board especially around the battery connectors and on electrical board around the lcd/keypad connector. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received with a crack on the side of the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump vibrated and screen went white and was flashing on and off and did not stop beeping. The customer's blood glucose level was 6.3 mmol/l. Customer reports display was flashing. The customer reported that the insulin pump was exposed to moisture. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.